Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid, marcaine, and morphine at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that the patient was in a car accident two weeks ago and had pain since. Fluoroscopy was done (B)(6) 2017 to rule out pump issues. The marcaine was forced out and caused extreme numbing. When that wore off, the patient was in extreme pain. It was then stated that it was almost like withdrawal effects. It was stated that it would take 12 hours for the medication to take effect and get through the catheter, however it had been over that long. No further complications were reported or anticipated.